Manufacturer narrative:
Reference record (B)(4) . The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed/ will be performed. Stoma site infection is a known complication of a peg tube/ j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2018, a patient in the USA underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. Approximately five days after duodopa tubing placement, the patient developed a red stoma and cream colored drainage. The patient began treatment of antibiotic duracef bid for 10 days, which was completed on (B)(6) 2018. The patient reported that the stoma redness was almost completely resolved and t he drainage had returned to a clear color. On (B)(6) 2018, the drainage had a greenish color but the patient denied having any redness, pain, swelling, or fever.